Manufacturer narrative:
Reporter occupation: pharmacy supervisor, oncology.

Event description:
Information was received that a smiths medical cadd administration set was infusing blinatumomab for a patient for approximately four hours when the set broke. The patient has been receiving this infusion for several months and noted they did not get the set "stuck on anything". No adverse patient effects were reported.

Manufacturer narrative:
Additional information received by smiths medical that there was a patient present but no clinical injury. Reported that the patient had to return to clinic to have a new bag made which resolved the issue.